Manufacturer narrative:
The impella 5.0 was received and an investigation is underway. A supplemental report will be filed upon completion of the investigation.

Event description:
The complainant reported a (B)(6) year old white male patient presenting with cardiomyopathy for hemodynamic support with the impella 5.0 pump. During support, the patient exhibited signs of hemolysis via hemolyzed labs. The issue could not be resolved with normal troubleshooting attempts, therefore, the device required premature removal.

Manufacturer narrative:
The device was returned and an investigation was performed. Simulated use testing for hemolysis was conducted and the device passed successfully. No data logs were returned from the customer. A review of the DHR was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot. Since the reported device failure could not be replicated, and data logs were unavailable for analysis, we cannot determine the cause of the hemolysis.